Manufacturer narrative:
(B)(4) initial and final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4). No complaint sample or applicable photographs were provided for evaluation. Consequently, the investigation was not able confirm the reported failure mode. A device history record could not be reviewed because the lot number was not provided in the complaint report. Since the investigation was not able to evaluate a complaint sample or sample photographs, the investigation was not able to confirm the reported failure mode. Consequently, a probable root cause could not be identified for this complaint. Since no probable root cause was identified for this failure mode, no corrective or preventive actions were identified for this complaint. The complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
During a training the trainer noticed that the valve was leaking and used the emergency slide clamp. Patient was referred to the clinic an the valve was changed.